Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited high capture threshold. The was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.